Manufacturer narrative:
Additional information will be provided following investigation conclusion.

Event description:
On september 26th, 2024 bvi has been notified by FDA about medical device report received via the medwatch program concerning bvi product. The uf/importer report # (B)(4) described a situation when a bovie pen was used during patient care and a spark ignited. Patient pulled his finger away immediately and the chucks pad burned some. No obvious signs of injury were noted.

Manufacturer narrative:
Bvi quality assurance has followed its internal procedure to conduct the appropriate investigation of the complaint. The investigation included a review of current process controls and the device history record (DHR). All manufacturing operations were recorded; all signatures and dates were present, and the lot passed the required inspections. Unfortunately, the customer did not provide physical samples or pictures of the involved product, that would allow detailed evaluation of the situation described. However, according to the description provided by the customer, this type of incident may occur in situations where the device is used in an environment with an oxygen concentration greater than 21%. The device's instructions for use clearly specifies that the use of such equipment in environments with elevated oxygen levels may present an ignition hazard. It is therefore recommend to review the environmental conditions in which the device is being used, ensuring that all IFU instructions are followed to avoid similar incidents in the future. Complaint was acknowledged per customer information and added to bvi records. Bvi will continue to monitor any feedback from our customers and take appropriate action if an unfavourable trend is observed.